Manufacturer narrative:
Related MFR # 2916596-2022-12883. Manufacturer¿s investigation conclusion: the report of damage to the outer jacket of the driveline cannot be confirmed as no photographs were submitted for evaluation. The submitted log files contained events from 01jan2024 through 23jan2024. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage the heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sever driveline damage. The ventricular assist device (vad) team removed the old rescue tape and taped with fresh layer. The patient was instructed not to shower. Log files were submitted for review and captured routine events, there were no notable alarm conditions or parameter changes. It was suggested to wrap the tears in the driveline outer silicone jacket with rescue/fusion tape and to be sure to stretch the tape before applying.